Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Enduser stated she had leakage beneath the wafer one night which caused her skin to become red. She felt this was because of a change in her diet. Her normal weartime is 5 days. She continued to place the wafer but the area worsened with leakge and the area then began too weep and bleed which made it difficult to keep the wafer in place. She also has redness beneath the pouch where the stool leaked. She is trying to treat it herself by crusting with stomahesive powder and barrier wipes but the site has not improved. She has not sought medical attention. She does wear a belt and uses eakin seals. Use of appropriate product/accessory product discussed.